Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During an intervention with a rotablator, a perforation had occurred in the rca. The pk papyrus 3.5/20 was implanted but did not seal completely (complaint event). Another pk papyrus (4.5/20) was used, but during the attempt to deploy the stent, it dislodged from the balloon (reported separately). The delivery system was used to deploy the stent partially. The post-dilatation and full expansion was performed with a nc balloon. A third pk papyrus stent was implanted, and the perforation was successfully sealed. Patient expired the following day due to cardiogenic shock, not related to the pk papyrus events.